Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ calcification: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided

Event description:
The device has been explanted, replaced, and discarded.

Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Patient's husband reported for the left-side, "patient started to feel unbearable pain on the breasts." An ultrasound confirmed "hypoechoic nodular image in the left breast, compatible with intramammary lymph node." A "small accumulation of intracapsular fluid adjacent to the inferior aspect of the implants" was observed. Further tests confirmed capsular contracture baker grade unknown. Device remains implanted.